Manufacturer narrative:
(B)(4).

Event description:
Testing with insti hiv took place in an outreach needle exchange site. The client tested (B)(6) with insti and refused follow up bloodwork. From the conversation the tester had with the client about the client's (B)(6) partner and the fact he shares needles etc., the tester was suspicious about the result and offered an additional test, which the client refused. The tester reviewed the client's details in their system and confirmed that he was a repeat visitor and had been sent for bloodwork by his (B)(6) care provider 18 months ago. The site also confirmed that this patient initially entered the system in 2008 as (B)(6) in the state of (B)(6). The site could not confirm if the client is on (B)(6).